Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that it was reported that the primary procedure was performed on (B)(6) 2007 and on (B)(6) 2020 a revision surgery was performed due to dislocation. The patient was farm working when the incident occurred. It is noted no additional information is available and to date no medical records have been received. Without any supporting medical documentation, the reported event cannot be assessed and a thorough medical assessment cannot be performed. In the event of medical/clinical records being received, the clinical task will be re opened and a thorough assessment will be rendered at that time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes of this event could include a fit/ sizing issue or traumatic injury.

Event description:
It was reported that revision surgery was performed due to dislocation. And only the patella device as explanted. The patient was farm working when the incident occurred.